Manufacturer narrative:
(B)(4). Concomitant med products and therapy dates: cutter device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing and extension sleeve of the attachment device were damaged. It was determined that the cutter device could not be inserted, and the device had missing components. It was observed that the nose tube was bent/damaged, the internal parts of the ball bearings were missing, and the ball bearings had fallen apart. It was further determined that the device failed pretest for temperature (pretest not performed), lock operation, and cutter insertion. It was noted in the service order that the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.